Manufacturer narrative:
Patient's information: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -14.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. The lens was removed within the same surgery due to lens tear/break during injection/delivery into the eye. There was no patient injury. On (B)(6) 2021 a replacement lens was implanted and the problem resolved. "Other" was reporter to be the cause of this event, the reporter stated " final portion of lens stuck with plunger and got damaged. Noticed after implantation and removed the lens immediately."